Event description:
20% intralipids 250cc hung at 8:10 p.m. At 1.5cc hour. At 9:10 p.m. Bottle found empty (250cc infused in peripheral line) with tubing and cassette hanging free from pump. Cassette pressed in (in free flow position) wt. Post infusion up 160 gm. Serum triglycerides up 12,900. Became tachypneic metabolic acidosis, periods of apnea. Blood sample milky white. Placed on ventilator, double volume exchange transfusion given.